Event description:
A female pt admitted to hospital with symptoms of a peri-valvular leak-implant in 2007. Pt underwent re-do aortic valve re-placement. During procedure the valve looked good, the leaflets appeared coated normally in mid-line and exploration around the annulus of valve revealed no evidence of leak; however surgeon thought small leak around one of the sutures. Explanted valve sent to mfh pathology and valve then returned to vendor for testing. Conclusion of vendor was no significant abnormality. Pt came through redo aortic valve replacement without issue.